Manufacturer narrative:
(B)(6) 2022 per bio-libra study, patient with multiple defibrillator shocks secondary to lead fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to high impedance caused by lead fracture. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.